Manufacturer narrative:
It was reported that the ventilator generated high o2 concentration alarms. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the o2 cell was replaced and the device passed all performance tests and has been returned to clinical use. As no goods were returned for investigation, the root cause could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/01/2010. Corrected manufacture date: 09/15/2010.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator had o2 concentration fluctuations. There was no patient harm. Manufacturer ref. #: (B)(4).